Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high out of range (oor) pacing lead impedance (pli). The patient had atrial fibrillation (af). It was found out that the physician overlooked the high oor pli at implant procedure. Additional information indicated that the atrial lead setscrew may have not been tightened properly. However the lead's sensing was still appropriate. Capture threshold was not performed due to af. The device and lead will be followed normally by the physician. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.